Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to perform the displacement test and verify motor error alarm. The insulin pump received with protruded drive support disk.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 153 mg/dl. The drive support cap is protruded. Caller stated that they are unable to rewind the insulin pump. The insulin pump will be replaced. Nothing further reported.